Event description:
The customer stated that she was hospitalized with a high blood glucose reading of 248 mg/dl. Prior to the event, the customer was not feeling well at home. The customer was treating her blood glucose levels with the insulin pump, but she was not getting results, and began vomiting. The customer stated that her blood glucose was 440 mg/dl when she was at home, but she gave herself an injection before the paramedics arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer also mentioned that she had noticed the screen going blank a couple of times. The screen was not blank at the time of the call, and the customer was unable to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.